Event description:
It was reported that the patient expired due to cardiac arrest while in the hospital. It was noted that the patient was in a slow ventricular tachycardia rate that was lower than the vt detection rate and no therapy was delivered. During one episode logged for non-sustained right ventricular oversensing (nsrvo), it was seen that vt was briefly detected. No therapy was delivered. At some point, the patients rhythm deteriorated to pulseless electrical activity. External defib and chest compressions were delivered, but resuscitation attempts were unsuccessful. The physician was uncertain of the origin of the nsrvo and suspected the cause may have been either chest compressions or low amplitude signals. The physician believes that the device did not contribute to the patients death.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis is normal. No anomalies were found.